Event description:
It was reported that a 3.5mm locking compression plate (lcp) broke at a non-union site. The aware date is being reported as (B)(6) 2013, the date reported, for reporting purposes only. If the actual aware date becomes available we will update accordingly. On (B)(4) 2013, it was reported in (B)(6) 2012, the surgeon implanted a lcp plate to treat an open communicated ulnar shaft fracture. During the procedure, the surgeon used bone graft. The lcp plate than broke months later at the site of the non-union. The surgeon stated the patient notified him of the plate removal which occurred in nevada by another surgeon. The date of event remains unknown. Surgeon has no additional information at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and showed that the part/lot combination unknown at synthes (B)(4), no DHR review possible. The lot number 8002455 was used for the article 201.656 (cortex screw).